Manufacturer narrative:
The unit was received with critical pump error (open book image) and a broken force sensor alarm was present in trace files due to severely corroded force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. The following physical damage was noted: scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, damaged keypad overlay texture, faded serial number label, peeling end cap address label, severe corrosion on all electronic assemblies, moisture damage on motor assembly, and a corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had water in the battery compartment. The patient's blood glucose at the time of incident was 11.6 mmol/l. The insulin pump screen became black. The insulin pump was returned for analysis.